Event description:
The customer reported that the touch screen is freezing. The customer reported that the unit was not in use on patient. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Complete information has been provided in the first follow-up report.

Manufacturer narrative:
The customer contacted product support and reported unit screen was freezing up. Customer unable to verify reported problem.the biomedical performed touchscreen calibration. And touchscreen diagnostics to verify touchscreen is operational. Touchscreen fully operational. The biomedical engineer wanting to know if there is any other troubleshooting that can be done. Product support advised customer to cycle power a few times, let unit run a while and verify the touchscreen calibration doesn't drift. The biomedical engineer will try what is advised and return to service if no further action is needed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.